Event description:
It was reported that the patient noticed issues with air bubbles in the cartridge, luer lock and tubing. The patient reported that the air bubbles cause approximately 1 inch gaps in the tubing that affect blood glucose levels. The patient's blood glucose levels have reportedly risen to 300mg/dl. The patient did not require medical intervention due to this. The patient will reportedly prime out the air bubbles or change out the tubing and cartridge when this occurs.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the cartridge was returned to animas from lot# b201737 and lot # b201724. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and no leaks were observed from the luer connection or o-rings of the cartridge. A fill test was also performed and no air bubbles were observed inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.